Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that the devices misfired on several procedures. The first two occasions were with a relatively inexperienced staff, but the same event occurred again with an experienced staff. There was no patient injury regarding this report.